Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zmb00 19.5 diopter intraocular lens (iol) was explanted due to poor reading and point too close. No other information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 12/07/2016. Device returned to manufacturer ¿ yes. Additional information was received and clarified that the patient is disappointed with the proximity of the near point and that the reading was too close. There was no vitrectomy and no incision enlargement. Sutures were used but there was no post op injury reported. Lens in the left eye was explanted and replaced with a zxr00 20.0 diopter intraocular lens. Additionally, the following patient information was received. Age/date of birth: (B)(6) 1959. Gender/sex: male. If implanted, give date: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The product was received in a little jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.